Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), and displaying the high peep alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). It was also observed that the device was displaying the high peep alarm. There were no reports of patient use associated with the reported issues.

Event description:
An authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), and low fio2 (fraction of inspired oxygen) levels. It was also observed that the device was displaying the high peep alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section b5, describe event or problem, of the initial medwatch report stated: an authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure) and low vte (exhaled tidal volume). It was also observed that the device was displaying the high peep alarm. There were no reports of patient use associated with the reported issues. Section b5, describe event or problem, of the initial medwatch report should have stated: an authorized service provider (asp) contacted ventec to report that the device was delivering lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), and low fio2 (fraction of inspired oxygen) levels. It was also observed that the device was displaying the high peep alarm. There were no reports of patient use associated with the reported issues. Section h11, additional mfg narrative, of the initial medwatch report stated: h6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), and displaying the high peep alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift. Section h11, additional mfg narrative, of the initial medwatch report should have stated: h6: the device was not returned to ventec for an evaluation. The device was evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure), low vte (exhaled tidal volume), low fio2 (fraction of inspired oxygen) levels, and displaying the high peep alarm were confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issues to be the ift.